Event description:
Procedure type: unk. According to the reporter: during the procedure, the surgeon found that the anastomotic device did not match well with the anvil. After trying several times, the procedure was completed manually. The incision was extended by more than one inch. There was no bleeding reported in excess of 250cc., there was no unanticipated tissue loss. Nor was the case extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).